Event description:
According to the reporter, during a solid mass tissue sample procedure, a beacon system broke in half as the physician was adjusting the sheath. The needle and the system were pulled out of the endoscope and another beacon device was used to complete the procedure. The patient was prepped for procedure and the device was used on the patient. No injury, such as perforation or bleeding, was reported during the procedure; the patient was not harmed. No user injury was reported during the incident. Surgical intervention was necessary, the physician needed to get a new needle and used it to complete the procedure. The patients condition after the surgery was descried as "fine". No other known adverse events were reported.